Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Based available information no conclusion can be made regarding the relationship of the sepsis and the device or treatment. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the patient developed fever with temperature greater than 107, and then went to local cardiologist and commenced on oral antibiotics for 5 days. Temperatures resided so antibiotics stopped and then temperatures returned and oral antibiotics recommenced. It was stated that the fevers continued and the patient was referred to the implant site. Patient was then admitted to the hospital on (B)(6) 2016 for IV antibiotics and septic screen. It was further stated that the patient was discharged on (B)(6) 2016, and was placed on IV antibiotics gentamycin and vancomycin then cifron 400mgs IV. Then had the outpatient antibiotics discontinued on (B)(6) 2016. It was stated that the patient has been well since. It was stated that the physicians don't know whether it is related to pump but possible. No additional information provided.